Manufacturer narrative:
Section d10 returned to manufacturer on of the initial medwatch report was blank. Section d10 returned to manufacturer on of the initial medwatch report should indicate: (B)(6) 2019 section h3 device evaluated by manufacturer of supplemental medwatch 001 was no. Section h3 device evaluated by manufacturer of supplemental medwatch 001 report should indicate: yes

Event description:
A customer contacted a third-party representative to report that the power button of their device did not work. As a result, defibrillation therapy may not be available, if needed. There was no patient associated with the reported event.

Event description:
A customer contacted a third-party representative to report that the power button of their device did not work. As a result, defibrillation therapy may not be available, if needed. There was no patient associated with the reported event.

Manufacturer narrative:
Corrected data: section h3 device evaluated by mfg of the initial medwatch report indicated: yes section d10 device evaluated by mfg of the initial medwatch report should indicate: no additional information: the root cause of the reported issue was determined to be the main keypad assembly. H3 other text : device not returned to manufacturer

Manufacturer narrative:
The device was not returned to physio-control. The device was evaluated by a third-party service agent. The service agent replaced the keypad, and proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
A customer contacted a third-party representative to report that the power button of their device did not work. As a result, defibrillation therapy may not be available, if needed. There was no patient associated with the reported event.